Manufacturer narrative:
Device passed all incoming inspection process and no issues with the device were found as part of standard servicing of the device by the u.s. Distributor on return from the customer. A review of the log files indicates the device may have experienced an intermittent issue at the time of the incident which might be related to a damaged gfio cable or from static damage to the device. The device is under warranty and will be returned to the manufacture for a more detailed investigation. A review of trends indicates this issue is within the control limits.

Event description:
Customer reported that during no therapy at 20 ppm using the noxboxi device a product problem occurred where the device issued an alarm: ¿equipment failure, replace immediately.¿ during the event the customer reported the patient's saturation of peripheral oxygen (spo2) decreased into the low 80¿s; the initial patient spo2 level was not provided as reference. The hospital took remedial action to replace the device with another back-up device at the time of the alarm, as such this is being report. Patient was on a pb840 ventilator using synchronized intermittent mandatory ventilation at a respiratory rate of 30. Fraction of inspired oxygen (fio2) was set to 65%.